Event description:
(B)(4). Pelvic pain, lower back pain, bloating, heavy painful long periods, fatigue, insomnia, joint pain, memory loss, depression, weight gain, hair loss, hormonal changes, skin rash, confusion, self doubt, and hopelessness.